Event description:
The device was applied during a laparoscopic cholecystectomy procedure. Reportedly, the safety shield would not retract. The surgeon used another device to complete the procedure. The hosp has reported no pt injury occurred.